Event description:
The customer reported that the ortho provue gel camera is reading false positives in the forward and reverse grouping. No erroneous results were reported. A false positive result may lead to misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
Shipped on 11/2004. An ocd field engineer (fe) arrived at the customer site and replaced illumination cards, reader pcb and cleaned reader camera. Fe re-adjusted reader camera and created reference image. Repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B)(4).